Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch unidirectional catheter where the catheter became knotted. At the beginning of the case, and upon entry into the right atrium, it was noted that the catheter had become knotted. Multiple attempts were made to untie the knot in the catheter without success. The interventional cardiologist was then called to assist, and the catheter was able to be untied. The catheter was successfully removed from the patient and the case was resumed without adverse patient consequences, though the event did result in a 45 minute case delay. Despite the case delay, no additional patient risk was assessed. However, a knotted catheter poses a significant risk of damage to a patient's vascular structures, even if the integrity of the catheter is intact. As a result, this event is MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch unidirectional catheter where the catheter became knotted. The returned catheter was visually inspected, and some bends were observed in the tip. No damage to the electrodes was observed. Per the reported event, the outer diameters were measured, and were found within specifications. An x-ray of the catheter tip was taken, and the internal wires were found to be twisted ¿ a result of the event reported. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections are in place to prevent catheters with this type of damage/defect from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been confirmed. The webster quadrapolar catheter is not designed with a deflection mechanism that could contribute to knotting issues. Neither the analysis performed nor the DHR review suggest that the root cause of the failure reported could be related to the manufacturing process. The root cause of the knot remains unknown.

Manufacturer narrative:
On 11/7/2016, biosense webster was notified that the knotted complaint device was actually a webster 4 pole catheter, model # d-1086-828-s, lot number unknown. As a result, the complaint file has been updated to reflect the change in catheter information. On 11/29/2016, additional information was received regarding this complaint and the suspect device: there was no difficulty withdrawing the catheter from the patient once the knot was removed, nor was there detachment of any catheter components. This issue did not result in any exposure of internal catheter components or sharp edges. Concomitant products: thermocool smart touch unidirectional catheter, model # d-1336-02-s, lot # 17356488m. (B)(4).